Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
Limited information from a clinical data collection site reported after using the duramatrix suturable, the patient developed a intraparenchymal hematoma immediately post-op. The duramatrix suturable was removed in a second surgery to evacuate the hematoma. The patient had l frontal high grade glioma, developed a bleed, and expired. Date of patient death was not provided.

Manufacturer narrative:
Additional quality control testing showed the product met acceptable sterility, endotoxin, and ph criteria.